Event description:
It was reported, the patient had a deep brain stimulation (dbs) battery replacement for both the left and right side implantable neurostimulator¿s (ins) about 7 months prior to report. It was noted, the patient¿s current ins¿s were too big and they were bulging out of the patient¿s skin. It was stated this had been the case since the replacement surgery. It was noted, the patient had lost weight and they did not have enough fat on their chest which was why their ins¿s were bulging out. It was noted, the patient¿s new ins¿s were larger than the previous ones. It was noted, the patient had a shocking or jolting sensation. It was stated, they had electrical shocks in their chest near the lead wire on both the left and right sides but it was more prevalent on the right side. It was stated, the shocks would last about 3 seconds but ¿were so painful it took their breath away.¿ it was noted this had occurred for 5 months prior to report. It was stated, the patient had a cat scan to check the leads but the cat scan showed the leads were intact and there were no problems with the wires.

Manufacturer narrative:
Product ID 37612, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387ies, lot# 5095539, implanted: 2007 (B)(6); product type lead product ID 37651, serial# (B)(4); product type recharger product ID 748251, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3387ies, lot# 5095539, implanted: 2007 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 748251, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).